Event description:
The customer reported that they had an intermittent failure with the unit failing to recognize the paddles.

Manufacturer narrative:
The customer reported that they had an intermittent failure with the unit failing to recognize the paddles. The customer evaluated the device and, in 2008, reported that he replaced the therapy port connector which resolved the reported issue. Based upon the customer's report, we will consider this a failure of the therapy port connector.